Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a no delivery alarm during manual prime. Her blood glucose was unknown at the time of reporting, but had been 50mg/dl the last time she checked, which she treated with juice. The customer changed the reservoir and infusion set, which appeared to resolve the issue. No equipment was returned. No additional information was reported.